Event description:
It was reported that the renasys pump was malfunctioning. The pump cycles and continues to get louder and louder, however suction never begins, eventually there is a "warning low vacuum" error message displays. The pump was been restarted and troubleshooting steps were performed with no viable solution.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that the device failed the pressure test, there was low pressure alarm and the pump ran noisy, establishing a relationship between the device and the reported event. The root cause was identified as incorrectly assembled. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.